Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient was implanted for chronic back pain from a second surgery. They reported that the implant used to work. The patient reported that it was starting to go down both legs and cause more intense pain, more often. They turned the implant off for about 4 months and when they switched doctors they turned it back on and had it on for 2 weeks. The patient stated that the same thing happened and it felt like it was after the aforementioned second surgery. They tried different "wavelengths" but this didn't resolve the issue. The patient was redirected to follow up with their healthcare provider and the patient stated that the doctor wanted the device removed and had referred them to a surgeon. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding their stimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient had a pre-existing medical condition. Patient was implanted for a prior fusion and nerve damage in back, specifically burning/stabbing pain. Patient stated that the ins therapy suddenly was not working. Patient felt stim in the same location but had the burning/stabbing pain going from the bottom of his foot down his leg. Around the same time he noticed that after turning stim off he still felt stim at a lower voltage. Patient noticed this because he turns stim off to drive. No falls or trauma was reported. Caller was redirected to follow up with hcp. Patient said he called hcp first, they told him to call the manufacturer. Patient declined troubleshooting over the phone. The issues started 4-5 days prior to the date of the report. An exact date was not provided. No further complications were reported/anticipated.